Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin delivery was suspended. The blood glucose values that triggered the suspend event was 13.2 mmol/l. The sensor glucose values that triggered the suspend event was 6.1 mmol/l. The low limit of sensor was set to 4.2 mmol/l. There was a big difference between sensor glucose and blood glucose values. No harm requiring medical interventions reported. The sensor will be returned for analysis.